Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Bg was addressed via consumption of carbohydrates. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.